Event description:
Posey received information from a third party report that alleges an employee slipped on a floor mat and fell to the floor. The employee sustained a subdural hematoma, fractured elbow, shoulder, wrist and knee injury.

Manufacturer narrative:
(B)(4). Posey has requested more information and the return of the product, but has not received any further information or product. This report is based solely on information provided by a third party. (B)(4).